Event description:
Reportedly, the subject pacemaker was explanted following pt death. According to the physician, the mechanism of death was likely caused by cardiac arrhythmia. Device was returned for analysis.

Manufacturer narrative:
(B)(4), 2013. This event concerns a device that was mfg and used outside the united states. Analysis is pending.